Manufacturer narrative:
The pump was returned to animas for evaluation. The ok button press did not activate desired pump functions during testing. There was evidence of keypad adhesive found under all key contacts.

Event description:
It was reported that the ok button started sticking one week ago. The patient reported that the keypad is intact and the pump is not exposed to water.